Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Photo analysis: based on the photographic evidence provided of the subject er320, a cause for the clip complication cannot be determined.

Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results of the er320 device found that it was received partially cycled with a clip in the jaws; the cycle was completed and one scissored clip was formed. The next clip was removed in order to inspect the jaws and they were found to be misaligned and yielded. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed eight scissored clips due to the misaligned condition of the jaws. Possible causes for the jaws condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a cholecystectomy procedure, the clips were not well deployed when firing the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.